Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received letter about issues with drive support cap on specific pumps. The customer states their drive support cap was normal, but had issues with intermittent unresponsive keypad. The customer's blood glucose level was 219mg/dl. The customer was advised the pump would be replaced and returned for analysis.